Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that in the past, the leads disconnected and needed to be replaced. The patient stated that this happened ¿5 or 6 years ago, maybe more.¿ no further complications are anticipated.